Event description:
A report was received that the patient was experiencing fluid in the ears and feeling ill. The physician assessed that the patient had a csf leak and gave the patient a blood patch. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.